Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Volumetrics of 100ml/hr and 10ml (bd60ml) tested in spec at 9.97ml or 99% of expected volume with syringe emptying to 0ml mark. All bd syringe sizes were tested and emptied to 0ml mark and functioned according to syringe near empty, vtbi infused, downstream occlusion alarms and perfusor handbook's infusion volumes of chapter 7.1 preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was noticed the pumps had residual volume leftover in syringe, about .5 ml leftover after infusion was completed. No other patient injury reported. Five (5) pumps were involved in the same issue. This report is for pump #3.